Event description:
This is a news report of a serious device failure. If you fail to receive a report from the facility or the manufacturer, you should investigate both the device failure and the failure to report. Tanning bed catches fire, man escapes by reporter posted: in 2009. A man escaped from a tanning bed as it burst into flames, sparking a fire that evacuated a shopping center and damaged several stores, authorities said. No one, including the man in the bed, was hurt. But several stores in the mall suffered smoke damage that will likely keep them closed most of the week, said fire chief. Authorities are investigating what ignited the bed at facility. The man who escaped declined to give his name, but said he was working on his tan when he heard a popping noise, then saw a flame at the corner of the tanning bed near his foot. He threw open the lid and jumped out, he said. When firefighters arrived around 4:15 p.m. Smoke was pouring out of all sides of the building, said assistant fire chief. By 5:30 p.m., the fire was out and smoke cleared. Dates of use: 2009. Diagnosis: tanning. Event abated after use stopped: no.